Event description:
Reported issue: the staples came out of patients.

Manufacturer narrative:
Qn#(B)(6). Additional information received on 04 april 2023 states, "veg rocketship did not notice any packaging issues upon receipt of the product". The customer returned one representative sample of 528235 visistat 35w 6/box for investigation. The device was returned unopened in its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that there was damage to the outer packaging. CAPA 387 has been previously initiated to further investigate this damage. The staples in the device appeared properly aligned. The stapler was received with 41 staples in the cover block. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated four more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. Per DHR the product visistat 35r 6/box lot # 73j2200727 was manufactured on 09/27/2022 a total of (B)(4) pieces. Lot was released on 10/12/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint inves tigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "failure to function - staples re-open" could not be confirmed based upon the sample received. The returned representative stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Therefore, the root cause is undetermined - incomplete since the actual sample that led to this complaint was not returned for analysis. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided.

Event description:
Reported issue: the staples came out of patients.